Event description:
Medtronic ave has been notified of additional info regarding the dislodged stent that indicates that the guide catheter caused the stent to be displaced on the balloon, disrupting the integrity of the stent on the balloon. This was followed by dislodgement of the stent off of the balloon within the coronary artery.